Manufacturer narrative:
Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section b3: date of event: unknown/not provided; the best estimate date is between oct 18, 2025 [implant date] and on (B)(6) 2025 [explant date]. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after the implantation of a single piece preloaded monofocal toric intraocular lens (iol) into the patient¿s left eye, the iol was exchanged in a secondary surgery. The reason for the explant is unknown, however, the issue was initially identified during a post-operative examination. The patient's pre-operative vision was documented as 20/50 and post-operative vision is unknown. There were no unplanned surgical interventions required, such as vitrectomy or sutures. Additional medical attention was not required, however it is unknown if any medication outside the standard of care was prescribed. It is unknown if the issue significantly affected the patient¿s daily activities. Directions for use were followed. Patient status is unknown. No further information was provided.